Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. Prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8f navarre drainage catheter locking pigtail segment were returned for sample evaluation. Along with return sample two photos were provided for the review. Gross, visual, microscopic and visual evaluations were performed. The inner stylet and cannula were not returned. Pigtail thread was noted throughout the catheter. Functional testing could not be performed due to no components received with catheter. Trocar needle was not noted in photo review as well. Therefore, the investigation is inconclusive for the reported trocar needle length issue as trocar needle was not retuned for evaluation along with received catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: a definitive root cause could not be determined based upon the provided information. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.